Event description:
It was reported that a patient implanted with an impella cp had a thrombus on the impella catheter and a placement signal not reliable alarm. The patient was escalated to an impella 5.5 and survived.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
No product returned. Data logs received were missing the last few hours of support in comparison to the reported explant date/time. The cause of the thrombosis was unable to be determined due to insufficient clinical details. The cause of the hemolysis was unable to be determined due to lack of clinical data, inconclusive data log review, and no product returned for investigation. The cause of the optical signal issue was determined to be console related per data log review. The device passed all post sterile inspection checks.